Event description:
During preventive maintenance by a service technician this bio-console 560 instrument required mandatory software updates (mod0195 base software version 2.b02.003 and mod0186 ui software version 2.u02.010 or 2.u02.011), including replacing the main pc board. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that the bio-console 560 required a software update, the power supply was defective, and generates error codes 27, 100, and 42. The controller board was found to be defective preventing batteries from charging up to 100%. The issue was resolved by upgrading the software to ui: 2.u02.010 and sc:2.b02.003, replacing the power supply, controller board and batteries. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.